Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported at the beginning of the vitrectomy surgery the cutter was functioning normally at 5000 cpm. The aspiration became weak and the cutter stopped cutting. No pt injury was reported.